Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. The issue has been confirmed based on the customer provided picture.based on the determined risk priority number ,the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis..sol millennium continue to monitor for this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported that the syringes are cracked and broken from the middle.